Manufacturer narrative:
Correction; the patient did not lose osseointegration as previously reported. The implanted device remains. This report is filed july 27, 2016. The implanted device remains.

Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss.